Event description:
It was reported the touch screen does not correlate with the stylus. A new stylus was attempted, with no success. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Some sections of the touch screen did not correlate with the stylus. A new stylus was attempted, without success. The display was found to be out of specification.